Event description:
It was reported that a month after implant, the device exhibited low/varying impedance measurements for both the atrial and ventricular leads. An x-ray was performed, and both leads appeared to be inserted correctly into the device. A device header issue was suspected, and subsequently the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Device analysis was inconclusive. Performance data was also collected from the device and was analyzed. Impedance/low impedance: 1 - patient alert for out of tolerance subthreshold lead impedance between (B)(6) 2012 15:00:18. Daily pace lead trend data shows a spike decrease for ventricular pace bi impedance = 437 to 76 ohms minimum between (B)(6) 2012. 1 - patient alert for out of tolerance subthreshold lead impedance between (B)(6) 2012 15:00:18. Daily pace lead trend data shows a spike decrease for atrial pace bi impedance= 494 to 114 ohms minimum between (B)(6) 2012. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).